Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline and keyboard was failed. A technical support specialist restarted the application, and the drawer returned online. Tss requested a photo of the back of the cabinet, including the cable routing between the monitor and the drawer. The technical support specialist (tss) had been waiting for a response from the customer, but no reply was received regarding further assistance. Therefore, the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers were offline, and the station keyboard was not responding. The customer remote into the cabinet and relaunch application, drawers were able to get back online. Nurse attempt to issue item but keyboard malfunction, certain keys are not matching when populated into the search bar. Nurse able to issue item with support assistance. The customer stated that this malfunction occurred while dispensing the medication. However, there were no delays or adverse events or injuries reported based on this event.